Event description:
The nurse reported via phone call being hospitalized due to high blood glucose levels and diabetic ketoacidosis. The customer's blood glucose was 912 mg/dl. The caller stated that the customer had been at a casino, was not feeling well, and left to be admitted into the hospital. The customer was still in the hospital at the time of the call and was treated with intravenous insulin. She had her heart monitored as well. The caller stated that the customer had been wearing the insulin pump at the time of the event. No physical damage to the insulin pump was noted. The caller was advised to call the diabetes clinical manager to address a possible issue and to test the insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.